Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an anterior cruciate ligament procedure, an accufex trunav retrograde drill bra got broken. Surgery resumed after non-significant delay of 10 minutes with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The specific broken part referenced in this uncompliant is also unclear. The patient impact beyond the reported device breakage could not be determined. However, local irritation, migration, tissue inflammation, and/or pain cannot be ruled out as potential side effects if any portion of the device was retained. No further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.